Event description:
I wish to report a medical adverse effect from the use of sonicare electric toothbrushes. I have immune problems, and have used three different sonicare models, over the past four years. After using any sonicare toothbrush, I break out with a serious oral fungus infection within a week of beginning use. Sonicare states its technology kills off some percentage of mouth bacteria, and it may be that the sonic energy the brush produces is damaging oral tissues, or altering the bacterial ecology of the oral cavity - at least in people who have immune issues. I hope you can look into this possible problem with sonicare toothbrushes, as many immune compromised people are being told to buy electric toothbrushes to improve their oral hygiene; but, if I am any indication, that recommendation may, in some cases, be doing more harm than good.